Event description:
A (B)(6) male pt's niece contacted zoll customer support to report that the pt's battery was not holding a charge and giving the message 'defective battery' when placed in the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold a charge/defective battery) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and power on a monitor is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.